Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reloaded the flash memory and as a precaution replaced the gib battery. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an error; the fse noted that the system failed to boot up. No patient serious injury or death was reported related to this event.